Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported that the physician thought the balloon may have ruptured due to the struts of a stent that had been implanted in a previous procedure. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification. The 1.5x12mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated. However, the balloon ruptured during the first inflation at 8 atmospheres (atm). It was thought that the balloon may have ruptured due to the struts of a stent that had been implanted in a previous procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another mni trek balloon was used to continue the procedure. No additional information was provided.